Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There was also noise and oversensing which resulted in pacing inhibition. Loss of capture (loc) was also reported. A revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the outer coil was fractured approximately 26 centimeters (cm) from the terminal pin. Microscopic examination also confirmed insulation damage to the inner coil. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.